Manufacturer narrative:
Complaint (B)(4), received 20pcs 454331/b2212339 for evaluation. No customer pictures were provided. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction is not duplicated. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Event description:
Customer states tubes are underfilling.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.